Event description:
The manufacturer received information from a third party service center alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the blower motor was replaced to address a ventilator inoperative alarm condition. The estimate was rejected and the device was scrapped per the customer's request.